Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=2062.9 counts avg/day, in 1.09 days, between (B)(6) 2011 09:21:05 and (B)(6) 2011 11:34:29. 39 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 08:08:05 and 09:36:14. 4 - vf<=170 ms between (B)(6) 2011 18:52:14 and (B)(6) 2011 08:34:45.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had noise, oversensing, high and increased impedance. The rv lead was capped and another was implanted. No further patient complications have been reported as a result of this event.